Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had damaged retainer ring and reservoir was able to lock in place. Customer reported that the main screen was broken. Customer experienced hyperglycemia with blood glucose value 17 mmol/l. Customer treated high blood glucose with correction dose. No further patient complications were reported. The insulin pump will be returned for analysis.